Manufacturer narrative:
H6: investigation summary: the complaint of false positives with the bd sars-cov-2 assay was reported against the bd max instrument catalog number 441916, serial number ct1652. The complaint is confirmed. Reader a and mux board were replaced and normalized. Efc and sql values are fine. 5ch qualification run on side a successfully completed. The root cause is likely related to reader a. The investigation consisted of a review of the customer complaint and service notes, the complaint history for the instrument, device history record, and related customer complaint data. The instrument met all acceptance criteria prior to release from manufacturing. No parts or materials were returned as a part of this complaint investigation. No new risks, trends, or hazards were identified based on this investigation.

Event description:
It was reported that while using the bd max¿ instrument, to test for sars-cov-2, all samples tested positive on reader a. Reader a no longer in use until replacement. There is no indication that erroneous results were reported out and there was no report of patient impact.

Manufacturer narrative:
Medical device expiration date: na. Initial reporter phone #: (B)(6). There were multiple 510 numbers reported to be involved. The information for the additional 510k is as follows: PMA / 510(k)#: k130470. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that while using the bd max¿ instrument, to test for sars-cov-2, all samples tested positive on reader a. Reader a no longer in use until replacement. There is no indication that erroneous results were reported out and there was no report of patient impact.